Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review, and the need for a clinical investigation will be reassessed accordingly.

Event description:
During follow-up, it was stated that this patient on peritoneal dialysis (pd) was hospitalized with constipation. There were no reported allegations that the liberty cycler caused any harm to the patient. Rather, it was stated that the patient¿s constipation led to patient not being able to complete pd treatment. In an additional call, the patient¿s pd nurse stated the patient has pre-existing constipation with as needed ordered for lactulose which was present before the start of pd therapy. The nurse indicate the patient is non-compliant with bowel regimen and confirmed that the constipation caused the drain complication. The nurse reported that there were no performance issues with the cycler and that the patient did not have any adverse effects from the missed treatment. Per the nurse, the patient was hospitalized on (B)(6) 2024 due to a fall and while hospitalized received bowel regimen for constipation. The nurse confirmed the fall did not occur during a pd treatment and was not related to dialysis. The patient remained hospitalized at the time follow-up was performed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During follow-up, it was stated that this patient on peritoneal dialysis (pd) was hospitalized with constipation. There were no reported allegations that the liberty cycler caused any harm to the patient. Rather, it was stated that the patient¿s constipation led to patient not being able to complete pd treatment. In an additional call, the patient¿s pd nurse stated the patient has pre-existing constipation with as needed ordered for lactulose which was present before the start of pd therapy. The nurse indicate the patient is non-compliant with bowel regimen and confirmed that the constipation caused the drain complication. The nurse reported that there were no performance issues with the cycler and that the patient did not have any adverse effects from the missed treatment. Per the nurse, the patient was hospitalized on (B)(6) 2024 due to a fall and while hospitalized received bowel regimen for constipation. The nurse confirmed the fall did not occur during a pd treatment and was not related to dialysis. The patient remained hospitalized at the time follow-up was performed.